Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip at the grip base causing them to be misaligned. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing the tip to not move smoothly. Additionally, the instrument had a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips to not open and close correctly. The insulation was damaged but the conductor wire was not exposed. The instrument passed the electrical continuity test. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Site provided an image for isi review. The instrument appears to have a dislodged grip tang which is consistent with the reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that surgeon could not move the grip with force bipolar on arm1 during the surgery. They were advised to check the damage on endoscope image, it looked no issue on image. The hinges of the force bipolar came off and could not be removed from the cannula. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument pin was sticking out hence the instrument and cannula were removed together. The port incision was not increased in order to remove the instrument and cannula together. There was no fragment falling inside patient anatomy. The instrument did not collide with any other instrument or tool during procedure. The instrument was available for return to isi for evaluation.